Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited pacing inhibition, loss of capture, high pacing threshold measurements. And high out of range pace impedance measurements. Surgical intervention was taken to cap and replace the rv lead. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating this patient fell two days prior to the procedure to revise this right ventricular (rv) lead. Daily measurements found the pace impedance measurements to be high and out of range. There was concern about the fall causing the device header to fracture, however at the revision procedure the header was checked and no anomalies were found. The lead header connection was checked and was secure. The lead was tested with a pacing system analyzer (psa) and exhibited out of range measurements and loss of capture. The lead was capped and the device remains in service. No additional adverse patient effects were reported.